Manufacturer narrative:
This complaint is a supplemental to 1218950-2024-000886 due to incorrect registration number used. Logs were able to be obtained and were reviewed by the philips remote service engineer (rse) and a philips product support engineer (pse). An alarm-chain configuration requires assignment of a ¿level¿, ¿device¿, and ¿user¿ to be successful. Review of the available logs revealed that the settings were complete and accurate for users ¿ssk a¿ and ¿ssk b¿ who received the mobile alarm via the system as expected. For user(s) who did not receive the mobile alarms, the configuration was found to be incomplete. The available logs start at (B)(6) 2024 and show the same device configuration up until the event date, which did not include mobile alarms configured for all users. Thus, it is not possible to determine when this configuration was chosen by the customer. A possible delay in the healthcare professional¿s awareness or treatment of the patient¿s condition, which would not be captured in event logs. As the alarms occurred close together, it is unclear if treatment was provided after the first instance of the alarm and before the second alarm occurred. Box e: reporting address state: (B)(6). Reporting institution phone #: +\(B)(6). Reporter phone #: +(B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that all users that were intended to get alarm notifications did not get these notifications. The device was in clinical use at the time the issue was discovered. During this incident, the patient passed away.